Manufacturer narrative:
Log file analysis review date: (B)(6) 2015. Data through: (B)(6) 2015. Normal power consumption. Additional notes: 1 electrical fault alarm on (B)(6) 2015. Driveline, an item that remains implanted. An action investigation related to this is issue is being conducted by the manufacturer. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02032 and 02033) submitted for devices related to the same event.

Event description:
It was reported by the hospital to the manufacturer representative, 1 week post-op, that the patient had "developed faults while moving in bed." "Electrical fault alarm last night while getting back to bed from chair with no reoccurrence. Equipment and connections appear to be normal." Log files were sent to the manufacturer by hospital staff. It is was also reported by the hospital to manufacturer representative that they "presumed driveline contamination." From service report- manufacturer engineer performed a driveline cleaning procedure on (B)(6) 2015 which required the preparation of medications - dobutamine was increased from 1mcg to 5mcg and the start of heparin. "Pump was stopped for an approximate time of 1 minute for the driveline cleaning". "Two rounds of cleaning were done lasting approximately 30sec each with a rest period of 2 minutes (with pump on) in between cleanings." "Patient was responsive and conscious for both cleaning rounds with no visible residue in connector or controller", "patient tolerated well." Investigation is ongoing.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02032 and 02033) submitted for devices related to the same event.